Event description:
This lv lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 201 3 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) hospital in syracuse, ny. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).